Event description:
Attorney alleges plaintiff has developed physical symptoms, not yet severe. Attorney defines physical symptoms as breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breastfeed, arm/neck pain.